Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product¿s balloon at tip of trocar ruptured during use (robotic-assisted laparoscopic prostatectomy, extra peritoneal approach, bladder neck resection with bladder neck reconstruction, robotic-assisted laparoscopic bilateral extended pelvic lymph node dissection, robotic-assisted laparoscopic anterior and posterior reconstruction of the rhabdosphincter). No patient injury was involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the product noted; the trocar balloon lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the patient is continuing surgical recovery at home. No adverse events were reported.